Manufacturer narrative:
Supplemental report for no product return investigation completed. Update to b4, g3, g6, h2, and h10. A no product return investigation was completed. The commander delivery system with s3 IFU and sapien 3 procedural training manual were reviewed, and no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''23 mm sapien 3 valve popped up at third pacing failure and landed in aorta at 110:-10 (aortic / ventricular) position. A decision was made to place a second valve due to residual moderate aortic regurgitation. While preparing the second valve, the first one completely migrated into the aorta''. Additionally, it was noted that the patient had mild aortic valve calcification and horizontal aorta. Per training manual, ''loss of capture during rapid pacing causes sudden movement of delivery system during deployment.''. As such available information suggests that procedure factors (losing pacing) may have contributed to the complaint event. Due to the valve was deployed too aorta, the deployed valve could have difficulty to seal against the annulus resulting in paravalvular leak and decrease of blood flow back pressure. The decreasing of blood flow back pressure could lead to inadequate coaptation of leaflets resulting in further central regurgitation. However, the type of regurgitation was unknown for this case. As such, available information suggests that procedural factors (thv malpositioned ) may have contributed to the complaint event. Since the valve was deployed too high (aorta) or not deployed within the annulus, the valve could dislodge from implant location during the blood pumping, which led to valve embolize into aorta. As such, available information suggests that procedural factors (thv malpositioned ) may have contributed to the complaint event. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required.

Manufacturer narrative:
Valve remains implanted. Per the instructions for use (IFU), valve malposition, embolization and regurgitation are known potential adverse events associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness, and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment per the instructions for use (IFU), valve malposition, embolization and regurgitation are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate loss of pacing capture caused this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
(Tavr) for the native aortic position, valve migration happened due to pacing failure. Blood pressure dropped properly at a pacing test, but pacing failures occurred three (3) times during valve deployment. A 23 mm sapien 3 valve popped up at third pacing failure and landed in aorta at 110:-10 (aortic / ventricular) position. A decision was made to place a second valve due residual moderate aortic regurgitation. While preparing the second valve, the first one completely migrated into the aorta. Thanks to the migration, the ar reduced to mild and vital sign became stable. The first one was dragged to descending aorta with a snare wire and a commander delivery system, and it was secured there by ballooning. The second valve was successfully deployed in the targeted position. Then, a self-expanding stent-graft was placed over the first valve, and the procedure was completed. The device remains deployed in the patient and would not be returned for evaluation.